Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator and right ventricular defibrillation lead exhibited a low out of range shock impedance measurement which in turn created a latitude red alert. Upon interrogation, there was only the one out of range measurement noted in the device memory. All other impedance measurements were within normal lmiits. The decision was made to leave the pacing system implanted and monitor the patient closely. No adverse patient effects were reported.